Event description:
The customer reported that an 840 ventilator has an inoperable display. No pt involvement. The customer reported to have replaced the graphical user interface (gui) cpu pcb. The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.

Manufacturer narrative:
Covidien ref number: (B)(4).